Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator stopped cycling. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and it was determined that the solenoid valves were not seated correctly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One ht70 ventilator was received and evaluated. It was found that the valve seats of the solenoid valves were not oriented correctly. Once the valve seats were adjusted to the correct orientation, the ventilator functioned normally.